Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft with xpedient delivery system was inserted into a pt for endovascular treatment of an abdominal aortic aneurysm in 2004. The pt's anatomy was excessively tortuous and slightly calcified. It was reported that the physician inserted the stent graft and the guidewire without the support of a sheath. A kink occurred in the stent graft and guidewire. The device was removed successfully and another device of the same size was used with a sheath to complete the case. There were no clinical sequelae reported and the pt is reported to be fine. Analysis of the returned device revealed that the delivery system kink likely resulted from the pt's severely tortuous anatomy and because a sheath was not used.